Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited microdislodgement. There was a noted increased in pacing thresholds since implant. The impedances were a little low; however consistent at 385-410 ohms. An x-ray was performed which confirmed movement from original lead placement. The patient underwent a revision procedure where the rv lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.